Manufacturer narrative:
System analysis/service repair: the laser console was evaluated in the field. The reported touch screen monitor issue was confirmed and determined to be the result of a faulty top cover assembly. A secondary water leak issue was observed and determined to be the result of a leak at the chiller sensor. The top cover was replaced and chiller leak repaired per technical bulletin 46. The system was tested and verified to specification the faulty top cover was returned from the field on 29feb2016.

Event description:
It was reported that while using the hps laser console during a prostate procedure, the touch screen monitor turned black and the device could no longer be used. The system was restarted, however, the display did not respond. The procedure was completed using an alternate procedure (turp). Patient outcome: "fine" - there was no injury reported.

Manufacturer narrative:
Device evaluated by manufacturer updated service in the field was performed on february 18, 2016. The top cover (B)(4) was received at the manufacturer on february 29, 2016. The returned top cover was noted to be down revision and discarded.